Event description:
It was reported during in clinic follow up that the patient showed symptoms of heart failure. X-ray revealed that the right ventricular lead had an insulation breach. The product was explanted and successfully replaced. There were no patient consequences.